Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a za9003 24.0 diopter intraocular lens (iol) was explanted due to patient's anatomy not working with the lens. The lens was cut out and replaced. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation only packaging components were received. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. There was no product deficiency allegation against the lens. Per customer information, the reported event ''explant'' is related to patient anatomy. Therefore, no risk assessment is required for the report. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.